Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015. Product ID: 39565-65, serial/lot #: (B)(4), ubd: 30-jul-2019, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that patient came in for a routine, elective battery change. Patient (pt) had elective ins replacement, no issue, scs system was working fine. Rep reports during the ins rep lacement procedure the surgeon was unable to remove the lead tail from the old ins. The surgeon open the pocket remove the old battery without incident. He use the provided torque wrench to loosen the screws and remove the leads from the (B)(4). The top lead came out without incident. The bottom lead however, became stuck in the battery. The physician tried all proper interventions. He ultimately removed the screw entirely and was still unable to remove the lead. He then used a tool and broke the battery off of the lead. He was able to expose the contacts from the lead, however the contact closest to the opening had a piece of metal that would not come off. He ended up prying this piece off of the lead, leaving the 8- 15 contacts on usable. The physician tried wiggling the lead out of the battery, he tried using a solution to loosen the grip inside the battery. Ultimately he ended up using a tool to remove the battery from around the lead. Because the zero through seven contacts were still intact, the physician plugged the lead into the new intellis battery. The plan was to try and program using only the intact half of the lead. The physician was unable to replace the entire lead. The choice was made to leave the lead and try to program using only half of the contact on the 565. However, programming was not adequate for the patient utilizing only half the lead. The physician agreed to replace the lead at a later date, after the patient has healed from the battery replacement

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that the lead was replaced and will be returned.

Event description:
Rep reported that the cause of lead getting stuck was not determined. Lead revision date has not been set. No further info available from rep or doctor at this time.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2015, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported the lead is scheduled to be replaced at the end of the month. It will be returned to mdt as soon as it¿s replaced.

Manufacturer narrative:
H3: product ID# 97714 serial# (B)(6) was returned for analysis. Analysis identified that the connector wire in the implantable n eurostimulator (ins) were cut; consistent with explant damage. Product ID# 39565-65 serial# (B)(6) was returned for analysis. Analysis identified environmentally assisted degradation of the I nsulation at the proximal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.